Manufacturer narrative:
Result: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The coil was intact with the pusher assembly. Conclusion: evaluation of the returned device confirmed that it was kinked on the proximal end of the ruby coil pusher assembly. This type of damage typically occurs due to improper handling during removal from packaging or use. If the ruby coil pusher assembly is forcefully manipulated during removal from packaging or during preparation, damage such as this may occur. These devices are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and ruby coils. During the procedure, pusher wire of a ruby coil became kinked while advancing through a px slim. The physician removed the ruby coil and the procedure successfully continued using sixteen additional ruby coils. There was no report of an adverse effect on the patient.